Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of button error, excessive no delivery and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer received a no delivery alarm after a set change. The customer stated that the pump froze up so he removed the battery. The customer received a button error. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
No frozen screen or button error alarms were noted during testing. However, the pump had intermittent down button response due to moisture damage on the keypad traces. The pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, or failed battery test alarms were noted during testing. The pump passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted during testing. The pump also had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.